Event description:
A cellular phone set wheelchair off in the hallway of home care agency. Reporter hit a hardwood bench & split her legs 1" wide in soft flesh of shin bone. Reporter has incurred about $5,000 expenses. She goes to the wound clinic about once a week in another city.